Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had leaked and was damaged/malformed at the tubing, just below the twist sleeve. The malformation was described as a ¿ridge¿, ¿crease¿ and a ¿dent¿ which resulted in a leaking hole. The care giver had ended the therapy. The transfer set was changed out and the patient was placed on prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.